Event description:
Physician was to perform an intrauterine electrocoagulation of umbilical cord of twin b. There was significant cord entanglement. The procedure was completed and believed to have been successful. On the sixth day post-op an ultrasound was performed and it was determined that twin b remained viable, however, there was a demise of twin a.